Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump developed a cracked screen that prevented the device from being unlocked, and a replacement ilet was processed and shipped with the original later received at the service location. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and continuation of therapy with a replacement device. Investigation included collection of event details and return logistics for evaluation. Investigation of this device revealed a damaged user interface/display consistent with screen breakage that impaired device usability. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display leading to inability to operate the device.